Manufacturer narrative:
Record missing required fields for submission. Unknown biohorizons device did not have UDI number that is set in the logic to transmit. System has UDI as required field. Because this field was blank the system would not advance. UDI field was populated with unknown to allow record to be transmitted.

Event description:
Implant failed to osseointegrate.

Event description:
Implant failed to osseointegrate.